Event description:
It was reported that during treatment with a prismaflex m150, an external fluid leak was observed from the return luer connector . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not received for evaluation however, photos were provided. Visual inspection observed that the cone of the return male luer lock (mll) was broken. The reported condition was verified. The cause is design issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.